Manufacturer narrative:
The device was not returned to olympus. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: users not reading the instruction manual carefully and therefore mismanaging the replacement of the water filter. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. This issue is addressed in the instructions for use (IFU): "7.2 replacing the water filter (maj-2318) replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the endoscope reprocessor was used for reprocessing without timely water filter replacement, out of compliance with the instructions for use. The issue was found during reprocessing. There were no reports of patient harm.